Event description:
Boston scientific received information that the patient with this device system suffers from twiddler's syndrome. As a result, the physician had elected to implant this device in a pouch. During a routine device change out procedure, when the physician opened the device pouch, extensive calcification was observed. The set screws were found to be stuck in the device header. When attempting to remove the leads, the leads were ultimately destroyed. The device was explanted and the leads were surgically abandoned. A new device system was implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that a white wrench was stuck in the setscrew port. The other seal plugs were fine. The wrench could not be removed and the lead tip is stuck in the barrel. The setscrew capture washer is distended (outward bent) capture washers are often the result of setscrews being backed out too far. This can be caused by use of an improper wrench. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.